Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that on (B)(6) 2025, they had a full right hip replacement and that the incision was right alongside their implant. The patient stated there had been a dramatic difference in their bladder symptoms since then: that they were having increased urgency to urinate, that they were back to having to urinate every 2 hours or less and they wanted to know if there was anything they could do to sort this out before they were able tosee their managing health care provider (hcp) for a follow up appointment to make sure the wires were still in the same place. Patient stated they knew the stimulator was still working some, because they could feel the device pulsing and also stated if the therapy had entirely stopped working, they'd be having extreme pelvic pain but they didn't have any pain and they were only just experiencing the urgency. And that before the hip replacement, they would go long hours before they had to urinate during the day and during the night they would go 3-4 hours without having to go to the bathroom. Patient services reviewed the role of patient services with the patient and offered to assist the patient in making a change to their settings but directed the patient to follow up with their hcp to check the implanted system. The patient did not have their external devices with them at the time of the call so they were going to call back when they had their external equipment with them to try and connect to see if they could make a change and see if that helped with the symptoms they were experiencing. : the stated how in the beginning the therapy had only really helped their pain but not their bladder symptoms so they met with a representative on around (B)(6) 2025 and they told the patient they thought the patient could do better with their symptoms and put the patient on a different program which then helped their bladder symptoms up until this hip replacement procedure. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.